Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The motor passed the motor test. The device was received with cracked reservoir tube lip, scratched lcd window and case.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 429mg/dl. It was stated that the customer alarmed motor error and no delivery during the manual prime. Troubleshooting was performed, and no damage to the drive support noted. Assisted the caller to run a manual prime test and the insulin did exit. Time, date, basal rates, and bolus wizard settings were correct. The caller stated that the customer had x-rays taken while wearing the insulin pump. Instructed the customer to discontinue the use of the device and revert to back up plan. No further information was provided.